Manufacturer narrative:
.

Event description:
Procedure type: gastric bypass. Patient: male. According to the reporter: while the doctor was trying to push the orvil through the esophagus the stitches broke away. No tissue damage occurred, it was noticed before they passed the device through the esophagus. A one hour delay to surgical time occurred as the doctor performed a different anastomosis. No patient injury was reported, and the patient is in well condition.